Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was not confirmed. The patient device interaction problem, failure to advance, and the positioning problem are related to the case conditions and could be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the sheath of the device was bent or kinked preventing the wire from passing through leading to the loss of vessel access. The cause of the knot outside the skin could be caused by the suture loop not connected to vessel (malposition); however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a pulsed field ablation interventional procedure using an 8f sheath. Reportedly, the guide wire was unable to be reinserted through the guide wire exit port, the proglide device was pulled out and wire access was lost. The knot was noted to be on the outside of the skin and was not going down. The long blue rail was pulled and the knot was not moving; the knot was attempted to be advance with the suture trimmer tool and still the knot was not advancing therefore the suture was cut. Manual pressure was held to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.